Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot # v091844, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v032588, implanted: (B)(6) 2008, product type lead; product ID 7438, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had been admitted to the hospital for frequent falls. It had started on sunday prior to the date of this report and the patient had fallen three times on that day. The patient¿s behaviors were not like they used to be, the patient was hallucinating, agitated and combative. They wanted a manufacturing representative to come assess the implantable neurostimulator (ins). The patient had parkinson¿s disease. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-00939.